Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The monoblock x-ray tube assembly was evaluated, however, no conclusive repair was documented. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l svc info was provided.